Event description:
It was reported that during surgery that the glenoid sizer handle was broken. There was no reported harm or injury to patient. An unspecified "small delay" was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, d4, g1, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified the plunger has fractured. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event has been confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.